Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the ¿mynx plug did not deploy.¿ hemostasis was achieved by manual compression with 20 minutes hold time. The patient¿s hospitalization was not extended as a result of this event. The device was discarded. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure did not use ante-grade or retrograde approach. The user deployed about 25 mynx devices successfully. The patient did not have any relevant medical history. A 6f x11 competitor brand of sheath used in the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged and visible. The device was not returned for analysis. The product history record (phr) review of lot f1832301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the product history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use of a 6-7f mynxgrip for vascular closure, the ¿mynx plug did not deploy.¿ hemostasis was achieved by manual compression with 20 minutes hold time. The patient¿s hospitalization was not extended as a result of this event. The device was discarded. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure did not use ante-grade or retrograde approach. The user deployed about 25 mynx devices successfully. The patient did not have any relevant medical history. A 6f x11 arrow brand of sheath used in the procedure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was not verified to be greater than or equal to 5mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was engaged and visible.